Manufacturer narrative:
On 12/10/2020, additional information was received indicating the patient was a 44-year-old male. Device evaluation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30396345m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for brugada syndrome with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. During epicardial ablation in brugada syndrome, after ablation, while searching for the potential with thermocool® smart touch® sf bi-directional navigation catheter, it was discovered that the catheter moved to the intimal side. Thermocool® smart touch® sf bi-directional navigation catheter was removed, when remap was tried, blood pressure suddenly dropped and percutaneous cardiopulmonary support (pcps) was installed. The procedure was interrupted on the spot. The contact force (cf) value during ablation was not so high at around 10g, and although changes in impedance were also monitored, there was no problem. The pcps was placed in the catheter room, then the patient proceeded to the emergency operation. According to the physician's point of view, there is no difference in life [no causal relationship]. The physician¿s commented that (cf) value was not high and they didn't feel a steam pop. They do not know when and where it penetrated to the intimal side. The punctured hole was also quite large. Perhaps it was perforated with an ablation catheter instead of a puncture device- pentaray and decanav may not be relevant. The position of the hole was confirmed by operation. There was a perforation on the upper side near the right ventricular outflow tract (rvot) anterior wall. Impedance had been monitoring during procedure and there was no problem. There was a timing (at 20th lesion) when the cf value transiently increased to 100g or more. The position is a little different from the position of the hole seen on the operation, but it is close. Since the hole that was perforated was also quite large, it may have been perforated by the ablation catheter rather than by the puncture. The customer¿s reported high force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.